Manufacturer narrative:
D10: 200-03-29 - 1/ 29 mm: (B)(6). 232-03-03 - cr, ak r-3: (B)(6). Tn190-119-05 - m-class 19x1.19x105: (B)(6). Tn193-119-90 - m-class 19/13x 1.19x90 mm: (B)(6). Z99005 - tka: unassigned zbatt-01: unassigned zoscl-01: unassigned zream-01: unassigned. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, in 2021 a sales rep informed us that there is a plan that the recall insert will be retrieved at revision surgery around week after next due to posterior wear of the insert. In (B)(6) 2026 the revision occurred. The patient who had a right tka using a cr slope+ tibial insert complained of knee swelling and pain. The surgeon diagnosed the wear of the tibial insert. The revision surgery for the replacement of the tibial insert was performed. Breakage and wear were observed in the retrieved tibial insert as well as tibial tray. The surgeon decided that the insert and tibial tray only were replaced with a new crc size 3 13 mm neutral insert and tibial tray 3f/2t. There was device breakage, which was retrieved from the wound site. Polyethylene particles were removed by the surgeon appropriately. There were no surgical delays reported. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. Device images were provided. No further information. This is 1 of 2 reports.